Event description:
It was reported that during normal preventative maintenance that the device would not stay on. A new nine and a half volt battery was being used. It was also reported the device failed basic battery test. It shut down immediately when removing the battery. The device was returned for service. There was no patient involved with this event.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment when the battery was removed the device shuts down immediately, this was due to the main printed circuit board (pcb) being out of specification. It was also noted that the upper and lower cases were broken, the battery release was contaminated, the side bail covers were broken, the ring cover was worn, one case screw was missing, the battery contacts were compressed, the keyboard was scratched, the serial number label was torn, the liquid crystal display (lcd) was out of specification, the battery drawer o-ring was missing, and the encoder flex had an indent mark inline with a trace.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.